Event description:
Per the clinic, the patient experienced an episode of meningitis on (B)(6) 2021, was hospitalised and treated with intravenous antibiotics. The following additional information was received regarding the episode of meningitis: the patient is reported to have an etiology of cystic cochleo-vestibular anomaly with the presence of cochlear nerves bilaterally. There were no reported craniofacial malformations, nor basilar skull fractures. The patient did receive pre-implant immunizations (specific vaccines not reported). The receiver stimulator was drilled to the dura, and no surgical complications were reported. A csf leak occurred intra-operatively. The surgeon packed the cochleostomy site during implantation surgery. The meningitis episodes occurred within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. The patient underwent a revision surgery on (B)(6) 2021, in order to pack the cochleostomy and stop the csf leak. The implanted device remains.